Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements above 2000 ohms, triggering a lead safety switch (lss) to unipolar. Then, the recorded noise was oversensed. Technical services (ts) was consulted and upon data analysis, found a gradual increase in pacing impedance overtime. Ts recommended complete evaluation of lead in both unipolar and bipolar configurations. No adverse patient effects were reported. This lead remains in service.